Event description:
It was reported that the arctic sun device had a liquid leak. Per follow up information received via email on 17feb2023, the root cause was drain valve was malfunction and it was replaced. An additional issue was found that the mixing pump assembly rohs was defective and replaced. The date of event occurred was (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause as isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. The mixing pump was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a liquid leak. Per follow up information received via email on 17feb2023, the root cause was drain valve was malfunction and it was replaced. An additional issue was found that the mixing pump assembly rohs was defective and replaced. The date of event occurred was (B)(6)2022.